Event description:
The manufacturer became aware that a user of the rep dreamstation auto CPAP had states dizziness, headache, asthma (new or worsening), inflammatory response, general irritation, kidney disease, toxicity. No medical intervention was specified by the patient.  No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer became aware that a user of the rep dreamstation auto CPAP had states dizziness, headache, asthma (new or worsening), inflammatory response, general irritation, kidney disease, toxicity. No medical intervention was specified by the patient. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. The device was returned to the manufacturer for further evaluation. During the evaluation of the device at the manufacturer, the device was visually inspected and found no evidence of foam degradation. During the evaluation, the device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. There was no error codes found. The manufacturer concludes that they couldn't confirm the customer's allegation and there was no visible foam degradation. In this report, in box d device avail. For eval and date returned has been updated/corrected. In box g report source - other has been updated/corrected. In box h problem code, method code, results code and conclusion code has been updated/corrected.